Manufacturer narrative:
B5- a facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was noted to be upside down during delivery and was removed intra-operatively. The lens was reloaded again but broke during the second attempt. Per the reporter there was no patient injury but two sutures were needed to close the cornea. For cause of event the reporter stated " I think the cause of the failure its because the plunger tip and the cartridge don't make sufficient seal and make spaces that the iol could easily go through. H6- medical device problem code: 3189 to 2993, previous code not applicable. (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A facility representative reported that there were three attempts to implant a lens, during which the lens was implanted and removed intraoperatively. The lens became stuck in the cartridge or injection system in all three attempts, which caused damage to the lens. In the third attempt, the lens was remove, and two sutures were required to close the cornea. No injuries to the patient were reported.